Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
There is a dent in the cavity of the stent when the wire is inserted, making it impossible to enter it normally. Next then open the new one.

Manufacturer narrative:
Device evaluation: the device evaluation of zebd-7-7 of c2204119 lot number was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 29th jan 2025. Refer to the product return object (pr-70351) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos on evaluation of the devices the following observations were made: visual inspection: stent returned, kinks observed 02 and 05th porthole of the tapered end of pigtail end. Kink observed on the 03rd porthole of the non tapered end of pigtail end. Functional inspection: 0.035 inch wire guide does not pass the kinks the reported failure was observed photographic evidence was returned for evaluation. The review of the photo determined that the stent is kinked at tapered and non tapered end of pigtail manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c2204119 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kinks occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened resulted in the formation of the kinks observed in the returned device evaluation and contributed to the subsequent inability to advance the wireguide. As previously mentioned, all zebd-7-7 devices are subjected to a visual inspection and functional inspection prior to distribution, to ensure device integrity. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed prior to use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kinks occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened resulted in the formation of the kinks observed in the returned device evaluation and contributed to the subsequent inability to advance the wireguide. Complaint is confirmed based on visual/functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 02-jul-2025.